Manufacturer narrative:
(B)(4). Product surveillance spoke with the hp's wife who stated this was an isolated incident and no infection resulted from the event. The wife stated she was not sure how the bag fell, but confirmed there has been no recurrence since. The wife confirmed nothing unusual was noted with her supplies and set up was normal.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 6. The cg stated that one of the supply bags fell and disconnected from the supply line. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr further assisted the cg to clear the alarm and advised the cg to notify the peritoneal dialysis nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver stated that one of the supply bags fell and disconnected from the supply line. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).